Manufacturer narrative:
Image analysis two images were provided for evaluation image one is of the balloon on a ruler and it appears to measure 60ml the second image is of the stent. The full length of the sent cannot be seen in the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a stent prb35-07-060-120 protege ef v10 was used during treatment of a soft tissue lesion with dissection in the right superficial femoral artery (proximal location). The lesion measured 50mm in length with an artery diameter of 6mm and was c haracterized by minimal tortuosity and minimal calcification. A 6fr 45cm terumo destination was used. A terumo 260cm advantage was used. Vessel was pre-dilated with 6 x 200 evercross. Vessel was post-dilated. Measured lesion with 7x60 balloon, doctor requested 7 x 60 stent, 7 x60x 120 everflex stent was verified with scrub tech and given to scrub tech. Stent was prepped per IFU and advanced to lesion site to extend previously deployed stent and deployed. Physician noted that device didn't look like a 60mm stent. Put in the 7 x 60 balloon to compare length of balloon to stent length. Upon comparison of the balloon with the stent the physician said the stent cannot be 60mm. Stent deployed without any issues. Physician would have preferred the 60mm stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.